Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their transmitter and high blood glucose levels. The customer's blood glucose level was 410mg/dl. The customer states they treated the high with the pump. The customer states they had been trying to use old transmitter and got the two confused. The customer discarded old transmitter and began to use new one. No further assistance provided at this time.